Event description:
It was reported that prior to the implant procedure, device interrogation revealed a long charge time. Multiple capacitor maintenances were performed with varying charge times observed. The device was not implanted and was replaced. There were no adverse consequences to the patient.

Manufacturer narrative:
The reported extended charge time was confirmed in the laboratory via review of device image. The device was tested on the bench and using automated testing equipment and no anomalies were found. The cause of the field event could not be determined.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.